Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system said localizer faulted. There was troubleshooting present. It was reported that technical services (ts) went into the software settings and found an erroneous bump status (internal temperature and bump status were triggered). There was no patient involvement. Additional information was received. It was reported that the cause of the issue was attributed to the camera battery dying. The whole camera had to be replaced as replacing just the battery was not possible.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed that hardware parts were replaced, additional information was not provided. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735821r, lot: p901069 was returned to the manufacturer for analysis. After functional testing, visual/physical examination, and proceduralized device testing, the reported complaint was confirmed. One of the four helicoils on the back of the psu was half way pulled out. A check of the event log showed intermittent firmware incompatibility dating back to october of 2018 and intermittent illuminator current low dating back to october of 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test. Codes b01, c08, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.